Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 3003853072-2016-00052.

Event description:
It is reported the first surgery (lumbar arthrodesis l3-l4-l5) was performed in 2013. Recently, the patient was not feeling well due to a hernia so the surgeon decided to extend the hardware to s1. On (B)(6) 2016 the patient underwent a revision surgery. The surgeon placed the screws on the s1 vertebra and then the surgeon started to unscrew the plugs. The first plug driver broke on the first plug, and the second driver broke on the second plug. The broken tip was stuck in the plug. The surgeon had to close the patient without finishing the revision surgery as he did have an instrument kit to remove the plugs.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.report two of two for the same event, reference 3003853072-2016-00052-1.

Manufacturer narrative:
The returned device was examined. The tip had fractured off; the complaint is confirmed. A review of the manufacturing records did not reveal any discrepancies which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.